Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for spinal pain. The patient reported their pump was alarming. The patient reported that their pump went empty in december of 2018 because they couldn't find a doctor to refill their pump. No symptoms were reported. No further complications were anticipated/reported.